Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. No clinical change is anticipated in this event. The recipient is reportedly using the device. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a complete loss of residual hearing.